Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. Patient claimed that during sensor deployment, the patient removed the applicator from the sensor pod and the sensor wire remained attached to the applicator. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).